Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in clinic because he noticed 2 tears in the percutaneous lead silicone sheath near the metal connector, 4 to 6 inches from the system controller. He already had rescue tape in place. On device interrogation, it was noted that patient had a low voltage advisory 5 days ago. In addition, during the battery change, while one battery was disconnected, the history indicated that the patient had received a second low speed operation alarm with rpms at 8760. The patient successfully changed his batteries. It was noted that previously the patient had disconnected both batteries and experienced a vad stop alarm. He admits he did this. The vad coordinator also noted that the patient also has not calibrated his batteries in last 18 months and is currently at 170 discharge cycles. He also golfs and used the modular belt-go gear set up, but puts the system controller belt upside down when he golfs. He bends his percutaneous lead with a sharp bend right where all the rescue tape is 4-6 inches from the system controller. The system controller was exchanged and data from log files to be sent in for evaluation.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.